Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock. Technical services (ts) was consulted to review device data. Ts reviewed and found there was myopotential oversensing in the secondary vector with 1x gain with low r-wave amplitudes. Ts recommended to reprogram to either primary or alternate sensing vector and provided troubleshooting options. The patient was evaluated in the clinic, and it was suspected that the device migrated. Additional information is being requested from the field representative. At this time, the device remains in service. No adverse patient effects were reported.